Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up high impedance was observed on the atrial lead. Noise was observed during isometrics. No patient symptoms were reported. No changes were made and the patient would continue to be monitored.